Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for missing npe & the 1st related complaint for dimension npe on lot # 9064622. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that non patient end was missing and needles are shorter on the non patient end with a bd ultra fine¿ pen needles. Non patient end missing occurred on 7 separate occasions and 3 occurrences of non patient end being shorter occurred during use, however, the date/time information is unknown. The following information was provided by the initial reporter: (2 of 2) it was reported that non patient end of needle was missing and some pen needles were shorter on the non patient end.